Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligature of varicose veins procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligature of varicose veins procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (ligator housing only), and a visual evaluation noted that the ligator housing returned with the seven bands attached, some of them were moved and overlapped. The trip wire was cut, possibly, it was cut off to remove the device. The suture thread and the suture hole of the ligator housing were in good condition. The ligator housing teeth were found bent/damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator were moved and overlapped, and the ligator housing teeth were bent/damaged. This suggests that the device could not deploy the bands. Based on the device condition, the evidence suggests that there could have been an incorrect application of tension to the suture thread at the time of activation, causing to bend the ligator housing teeth, move and overlap the bands, leading to improper deployment of the bands. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.